Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were no alarms on the pump also none of the alarms are working, like when insulin is getting low it would alarm and there was another one. The customer's blood glucose was 135mg/dl. The customer stated that she was not receiving an alert when the reservoir was low and her holster was broken. The insulin pump will not be returned for analysis.